Manufacturer narrative:
Section b5: additional information.

Event description:
The bleeding was resolved on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. Heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient admission reported in manufacturer report number 2916596-2020-04103. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the clinic on (B)(6) 2020 with reported bleeding from the driveline since (B)(6) 2020 after dog tugged on the driveline. The driveline continued to bleed following evaluation in clinic as well as application of surgicel and silver nitrate. The patient was admitted on (B)(6) 2020 (manufacturer report number: 2916596-2020-04103) to the hospital for further work-up. A two point drop in hemoglobin (hgb) was noted and warfarin was held. The patient's international normalized ratio (inr) remained within 1.5-1.9 goal range and hemodynamics remain stable as well.